Event description:
According to the reporter, the patient¿s blood glucose declined to 2.2 mmol/l while wearing the pod. It was reported that the patient experienced hypoglycemia, seizure, intermittent hyperglycemia, and prior episodes of ketones. Hyperglycemia and ketone values were not reported. It was reported that a pod shutdown within 45-60 minutes of activation caused unstable insulin delivery; the pod has been disconnecting from the controller. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.